Manufacturer narrative:
Correct d6a - date of implant should be unknown rather than (B)(6)2020

Event description:
It was reported that the patient presented in clinic for procedure. The pulse generator lost capture during diathermia treatment, despite being programmed to pacing only mode. The device was explanted. The patient was stable.